Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an opening on the radius, flat crease. The device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on radius, and stress marks. A dimension measurement in the shell was performed which identify the thickness to be within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. Additional, changed, and/or corrected data: b.5; d.1; d.4; d.9; h.3; h.4; h.6.

Event description:
Healthcare professional reported right side ruptured implant. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side ruptured implant. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6.